Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes premature eri. Measured battery data was 2.69 v, 9 ua, 11.6 kohms. Subsequent battery data gave a measurement of 2.57 v.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received

Manufacturer narrative:
Final analysis found no output and telemetry during interrogation. The battery was extremely depleted below end-of-life (eol) to 0.25 v. After replacing the battery and downloading the produc t code the device functioned normally. The pulse generator was received approximately 3.4 years after explant.

Event description:
A 7mm amplatzer septal occluder ("aso") was then deployed in the patient; however, the aso slipped off the aorta and embolized. The aso was snared and an ado was attempted, however, was not stable in the defect, so the patient was referred to surgery. Further information received from the implanting physician indicated that the embolization was technical/procedural related, not due to the aso. The aso was utilized to occlude a short, wide aortopulmonary collateral, however, the aso could not extend into the pulmonary artery due to stenosis in the area. An amplatzer duct occluder was also attempted; however, the geometry was not correct for the patient.